Event description:
Orig. Surg. 03., low activity pt. Allegedly revised due to pain on abduction (bone on bone contact). Subsidence greater in the metacarpal than trapezium. Revised to suspension arthroplasty.